Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. No product identification information was provided and thus a complaint history review could not be conducted. No product identification information was provided and thus a device labeling/IFU review could not be conducted. No product identification information was provided and thus a risk management review (device) review could not be conducted. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during an lcl surgery where a regenesorb device was used, there was a revision to the procedure. The revision might be related to the procedure performed. It is unknown how the procedure was completed or if there was a surgical delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.